Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that the patient representative (rep) reported that the patient was able to go to the bathroom on their own a little bit on wednesday night and thursday morning, but then last night they couldn't go at all and nothing was coming out. Patient representative said they increased the stimulation twice in a row, but the patient still couldn't get anything out. The patient was redirected to their healthcare provider to further address the issue. Patient has a follow up appointment with healthcare provider next friday. The patient reported urinary symptoms. Additional information was received from the patient. The patient stated that the therapy was not working as good as the trial did. Caller said in the last 2 days the patient had not had the urge to go to the bathroom. Caller mentioned they have made multiple adjustments since implant day. The patient was redirected to their healthcare provider to further address the issue. Patient has an appointment with healthcare provider tomorrow.